Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked during peritoneal dialysis therapy. The nurse reported that the port completely fell off and leaked when they tried to draw a sample from it. The patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.